Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms due to the system controller were not confirmed. The heartmate iii system controller was not returned and no log files were submitted for review. Additional information communicated on 10mar2021 indicated that the cause of the low flow alarms were not documented, and that the reported low flows were resolved after backup batteries of both the primary and backup controller had been changed. Multiple good faith efforts were sent asking if any products would be returning to abbott, for the serial number of the system controller, and if low flow software was downloaded to the system controller; however, to date no response was received. The root cause of the reported low flow alarms was not able to be conclusively determined. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low flow alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file captured 3 captured events, where the calculated flow was below 2.5 liters per minute on both (B)(6) 2020, resulting in 1 low flow alarm and 3 low flow faults. The beginning of the log file appeared to capture data from (B)(6) 2020 at 5:41:41 to (B)(6) 2020 at 5:41:27, where the pumps fixed speed and low speed limit were at 5100 rotations per minute and 4600 rotations per minute respectively. The low flow alarms resolved after exchanging the primary controller and backup controllers backup battery.